Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep and active current, problem isolated to pcb 1.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer stated that reservoir lip ring was came off and ring was unable to lock in place. Troubleshooting was performed for the cosmetic damage. The insulin pump will be returned for analysis.